Manufacturer narrative:
(B)(4). This is the patients 5th rns neurostimulator. The system included the rns neurostimulator and two depth leads (sn (B)(4)).

Event description:
Starting on (B)(6) 2017, the patient presented to the treating center with wound dehiscence, mid incision, with the rns neurostimulator visible and purulent discharge. The patient was afebrile with no leukocytosis noted on labs. The patient's vitals were stable. On (B)(6) 2017, the patient underwent re-exploration of the right parietal incision and the rns neurostimulator and all leads were explanted. A wound washout and revision was also performed at that time. Antibiotic treatment included IV vancomycin and cefepime postoperatively. Treatment was continued until discharge on (B)(6) 2017. The infectious disease team was consulted and the patient received a PICC line during hospitalization. Patient was instructed to continue IV vancomycin in addition to oral levofloxacin for 4 weeks at home. The site categorized the infection as superficial incisional.